Manufacturer narrative:
Investigation revealed that the customer was calling for a spare parts quotation. There was no device malfunction.

Event description:
The customer was requesting a spare parts quotation. There was no patient or user involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device has a defibrillation issue. The patient was involved but there was no adverse patient impact.